Event description:
It was reported that during a lap cholecystectomy procedure, the shears suddenly stopped working. The case was completed with another device of the same product code. There was no pt consequence.